Event description:
The hospital reported that while inspecting the device prior to use the vasoview hemopro 2 black plastic wrapping near the jaws was broken/fraying. The harvester is an experienced user and inspected the device as recommended by the IFU. The device did not make to the surgical filed and was not used in the case. A new device was opened to complete the procedure. No injury or harm to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/30/2025. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled, exposing the cold metal jaw. The shaft of the device closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000467666 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.